Event description:
The "blue" tubing of the transfer tubing had a hole in it which was not fouund until machine started and solution went everywhere. This is the second hole/leak found in past few weeks. Rptr thinks 1st time was same lot number.